Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. This has been a gradual rise over time. Additionally, high pacing thresholds were notice and two signal artifact monitoring (sam) episodes being inappropriately recorded after an ablation procedure. The possibility of a lead replacement was discussed. Further information was received that this lead also exhibited high out of range shock impedance measurements. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. This has been a gradual rise over time. Additionally, high pacing thresholds were notice and two signal artifact monitoring (sam) episodes being inappropriately recorded after an ablation procedure. The possibility of a lead replacement was discussed. This lead remains in service. No further adverse patient effects were reported.